Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual device involved in this event was returned for evaluation. The device was visually inspected along the strand and no defects were found. However, 10 barbs were randomly measured and all barbs were below the minimal depth, resulting in a smaller barb.

Event description:
It was reported that a patient underwent a robotic gastric bypass procedure on (B)(6) 2016. When the barbed suture was removed from the package, it was noticed that the suture had no barbs. A second like device was used to complete the procedure. There were no adverse patient consequences. No further information was provided.